Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016 this MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated in clinic. The physician elected to explant and replace the device. The patient condition was stable.